Manufacturer narrative:
The manufacturer is still in the process of testing the infusion pump.

Event description:
The user reported that the pump was overinfusing. During testing, it was programmed at 125 ml/hr and a volume of 20 ml, but it gave a volume of 23.8ml and 23.1 ml at the end of the infusion. No patient was involved in this case.

Manufacturer narrative:
The reported flow rate issue was confirmed. The pump was found to have a flow rate accuracy outside of the+/-5% specification. The pump also showed signs of physical damage, which could lead to the reported issue. In addition, the pump failed the pressure test and was identified with a lcd display issue, a battery outside of warranty, and an intermittent speaker issue; none of these was related to the reported issue. The pump was repaired, recalibrated, and tested to meet full specifications on 06/16/2017 and was returned to the customer on 06/20/2017. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on 03/31/2014.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00112).